Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: "I had feedback from operations that the item we replaced (sku 200142000) is returning from the surgeries cracked in the plastic part and they are performing the replacements at each surgery".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:examination of photographs of the cracked device confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.